Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received insulin pump with blank display. The blood glucose was 289 mg/dl at the time of the incident. Customer states that she went to do a bolus and her screen was completely blank. Customer is receiving battery out limit. Customer states that she has tried two or three batteries. Customer reports a piece of cap is broken. Piece missing from battery compartment. Customer declined troubleshooting of the high blood glucose. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with currents in specification. No blank display. Lcd board was okay. No unexpected battery out limit. Unit passed unexpected restart error alarm. No unexpected restart alarm. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.